Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer changed pump supplies and administered a manual injection to address bg. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.